Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of 'inoperable keypad' was verified as the on/off key not working during testing of the device. The device was found out of specification and it was determined that the keypad required replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inoperable keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.